Event description:
A surgeon reported that glistening was being observed in some patients more than three years postoperative. No further information is expected. There are two medical device reports associated with this report. This report is for the second lens model reported.

Manufacturer narrative:
\Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested, however, no further information is expected. (B)(4).